Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the health care professional (hcp) informed that the system was replaced with a new system due to infection. No adverse patient effects were reported. The rv lead was explanted.